Event description:
It was reported that during device change, an alert for software reset was observed. The device was explanted and replaced because it was approaching eri. The patient condition was good after the new device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of reset was confirmed in the laboratory via review of programmer printouts. The device image was reviewed and the reset was caused by a parity error. The device was tested using automated test equipment and no anomaly was found. The cause of the parity error remains undetermined.